Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg and the ipg had become inoperable. Surgical intervention was taken for ipg replacement.

Event description:
Follow up information received indicated the patient had adequate coverage obtained post-operatively and effective therapy restored.